Event description:
It was reported that in the last couple of months, the pump had shifted to the left and was under the lowest rib. The pump was right under the skin, and the pt was able to feel the rim of the pump by touch. The pt had a black bruise across her stomach and reported excruciating pain. Two months ago, labs were done, and it was found that there was no infection. The type of medication, concentration, and daily dose being administered via the pump were not reported. See manufacturer's report # 2182207200804398. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.